Event description:
Repair request initiated for device with the report of error message given. No patient impact reported. Repair escalated to product event on evaluation due to overheating.

Manufacturer narrative:
H3: product analysis: evaluation could not reproduce the reported malfunction of that error code. It was also noted that normal dust or dirt due to usage, during which loose bearings were observed, test bur fits very tightly, causing overheating of 120.6degf. As a result, the equipment was completely disassembled, and internal parts were replaced. The equipment was subjected to temperature and rpm verification. The device is now operating within factory parameters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.